Event description:
It was reported that patient was in the hospital with possible equipment damage. There were no unusual events recorded in the log file event history. It appeared a system controller was swapped out on (B)(6) 2024 or (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in the hospital with possible equipment damage on (B)(6) 2024. There were no unusual events recorded in the log file event history. It appeared a system controller was swapped out on (B)(6) 2024 or (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported "equipment damage" could not be confirmed through this evaluation. It was reported that patient was in the hospital with possible equipment damage. There were no unusual events recorded in the log file event history. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas patient handbook, rev. D, are currently available. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.